Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer clotted during a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100-300 ml. There was no patient injury or medical intervention required as a result of this event. The patient elected not to restart treatment. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Event description:
A user facility reported that a dialyzer clotted during a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100-300 ml. There was no patient injury or medical intervention required as a result of this event. The patient elected not to restart treatment. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Investigation: the complained sample was not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. A failure during manufacturing process can be excluded based on the investigation. The filters are 100% tested both for their tightness and for open fibers. Batch record investigation (DHR) showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.